Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor glucose was inaccurate to their blood glucose. The patient experienced a blood glucose of 44 mg/dl despite a sensor glucose of 70 mg/dl. The customer treated their low blood glucose with grape juice. Troubleshooting did not occur for the low blood glucose. The sensor will be returned for analysis.